Event description:
It was reported that during a ventriculoperitoneal shunt procedure, while using the midas disposable cranial perforator, the surgeon alleged that the perforator caused damage to the brain. The event occurred during drilling. It was also noted that the perforator was used with the motor and attachment combination (motor and attachment). There was an associated procedure delay of approximately one to two hours. Additional information was received stating that the patient was reported to be in good condition after the operation, and no fragments remained inside the patient. The user indicated that the perforator penetrated the bone but did not stop. The malfunction occurred on the first hole. Additional information was received stating that the customer confirmed no additional malfunctions were identified with the perforator, motor, or attachment. It was reported there was no patient impact, and the patient is recovering without complications.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-ad03, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined easydrill worked as expected and had no malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.